Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The steerable guide catheter is filed under a separate medwatch report number.

Event description:
This is being filed to report an xtw mitraclip that was caught in the anatomy, which led to a cascade of events. It was reported that on (B)(6) 2022, a patient presented with degenerative mitral regurgitation (mr), posterior prolapse, and posterior flail. The transseptal puncture was difficult, and a height of 4.0 cm was achieved after multiple attempts. While using the m knob to position the xtw mitraclip above the valve, the clip appeared to be caught on the left atrial appendage (laa) and mitral valve annulus junction. The device was able to be freed. Shortly after the device was freed, the patient blood pressure dropped rapidly and a pericardial effusion was noted. The patients pressure continued to drop. As treatment, pericardiocentesis was performed. The clip delivery system (cds) was removed and brought into the steerable guide catheter (sgc) and removed from the body. The sgc was retracted from the left atrium into the inferior vena cava (ivc). The scg was used to transfuse the blood that came from the pericardiocentesis. The patient continued to decompensate and required chest compressions, a surgeon was called. Chest compressions continued, but the hemorrhage could not be stopped. The patient's chest was opened, but resuscitation was unsuccessful and patient death occurred. In the surgeon's opinion, the effusion began at the base of the laa and the mitral valve annulus. The first hemorrhage occurred when the tip of the clip was stuck on the laa and mitral valve annulus. This caused a 2-3mm perforation in the laa. The sgc remaining in the ivc, while performing lengthy chest compressions, may have ruptured the ivc. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported difficulty removing the clip from anatomy appears to be due to procedural conditions. The reported perforation is a cascading event of the difficulty removing the clip from anatomy. The reported pericardial effusion, hypotension, death, cardiac arrest, and hemorrhage are cascading events of the perforation. Additionally, the reported patient effects of perforation, pericardial effusion, hypotension, death, cardiac arrest, and hemorrhage are listed in the IFU as known possible complications associated with mitraclip procedures. The reported unexpected medical intervention and surgery are the results of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.